Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2013, asr xl - left, reason(s) for revision: pain. Bilateral patient. See (B)(4) for right hip. Update received: (B)(6) 2013 - added revision date: (B)(6) 2013. Update received (B)(6) 2017- added product record for corail stem. . This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26759. Reason for original complaint ¿ asr revision to take place on (B)(6) 2013 asr xl - left reason(s) for revision: pain bilateral patient. See dint 25775 for right hip update received: (B)(6) 2013 - added revision date: (B)(6) 2013. Update received (B)(6) 2017- added product record for corail stem. . This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.